Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), renal disorder ('other injury(ies) or complication please describe: kidney problems (kidney blockage)') and bladder disorder ('bladder disorder/ bladder or urinary problems or changes') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test" and device physical property issue "other injury(ies) or complication please describe: melted essure device (from radiation)". In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), device dislocation ("migration"), infection ("infections"), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings "), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti "), depression ("psychological or psychiatric problems condition: depression "), migraine ("migraines / headaches "), dysmenorrhoea ("dysmenorrhea (cramping) "), abdominal pain ("abdominal pain"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea "), hot flush ("hormonal changes describe: hot flashes "), libido decreased ("hormonal changes describe: low libido"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain") and was found to have cervix carcinoma ("tumor / teratoma / cancer type: cervical cancer ") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ureteral catheterization, she had surgery to remove the essure and stent placement). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, renal disorder, bladder disorder, device dislocation, infection, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, migraine, dysmenorrhoea, cervix carcinoma, weight decreased, abdominal pain, diarrhoea, hot flush, libido decreased, tooth disorder, nausea, vaginal discharge, fatigue, abdominal distension, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cervix carcinoma, depression, device dislocation, diarrhoea, dysmenorrhoea, fatigue, hot flush, infection, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, perforation, renal disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 210 lbs. Lot no illegible. Date(s) of insertion: (B)(6) 2014 (as per pif discrepancy noted) diagnostic results: she had essure confirmation test(s) conducted, result not provided. Most recent follow-up information incorporated above includes: on 6-jul-2020: no new information was received. On 27-mar-2020: pif received. Rcc updated. Amendment: the report was also amended for the following reason: case (B)(4) found to be duplicate of this case and will be deleted, events- "tumor / teratoma / cancer type: cervical cancer, melted essure device (from radiation),hormonal changes describe: mood swings, abnormal bleeding (vaginal),menorrhagia, kidney problems (kidney blockage), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping),weight gain / loss specify which one: weight loss ,plaintiff does not undergo essure confirmation test, abdominal pain ,bladder disorder/ bladder or urinary problems or changes, gastrointestinal or digestive system condition type: diarrhea, bloating, hormonal changes describe: hot flashes, hormonal changes describe: low libido, dental problems, nausea, vaginal discharge, vaginal discharge, hair loss, lower abdominal pain, lower abdominal pain", documents, references from case (B)(4) transferred to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), renal disorder ('other injury(ies) or complication please describe: kidney problems (kidney blockage)') and bladder disorder ('bladder disorder/ bladder or urinary problems or changes') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test" and device physical property issue "other injury(ies) or complication please describe: melted essure device (from radiation)". In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), renal disorder (seriousness criterion medically significant), bladder disorder (seriousness criterion medically significant), device dislocation ("migration"), infection ("infections"), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings "), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti "), depression ("psychological or psychiatric problems condition: depression "), migraine ("migraines / headaches "), dysmenorrhoea ("dysmenorrhea (cramping) "), abdominal pain ("abdominal pain"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea "), hot flush ("hormonal changes describe: hot flashes "), libido decreased ("hormonal changes describe: low libido"), tooth disorder ("dental problems"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain") and was found to have cervix carcinoma ("tumor / teratoma / cancer type: cervical cancer ") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ureteral catheterization, she had surgery to remove the essure and stent placement). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, renal disorder, bladder disorder, device dislocation, infection, pelvic pain, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, migraine, dysmenorrhoea, cervix carcinoma, weight decreased, abdominal pain, diarrhoea, hot flush, libido decreased, tooth disorder, nausea, vaginal discharge, fatigue, abdominal distension, alopecia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cervix carcinoma, depression, device dislocation, diarrhoea, dysmenorrhoea, fatigue, hot flush, infection, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, perforation, renal disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 210 lbs. Lot no illegible. Date(s) of insertion: (B)(6) 2014 (as per pif discrepancy noted). Diagnostic results: she had essure confirmation test(s) conducted, result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), infection ("infections") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, infection and pelvic pain outcome was unknown. The reporter considered device dislocation, infection, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.